Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose ranged from 126-127 mg/dl.